Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strips. Adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 18-apr-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of over 200 mg/dl; customer did not recall the specific results that had been obtained. The customer¿s expected am fasting blood glucose test result range is 115-122 mg/dl and pm fasting blood glucose test result is 170 mg/dl (average). The customer feels well and did not report any symptoms. Customer stated that due to the high blood glucose test results obtained, she had contacted her doctor in (B)(6) 2023. Doctor had sent customer control solution to perform control tests. Customer stated the control test result had been in range (undisclosed result) but that she had continued to obtain the high blood glucose test results. Customer had again contacted her doctor. Customer's doctor had made a change to her medication routine: metformin was changed from 500 mg once a day to 500 mg twice a day. Customer no longer had the vial of test strips and was unable to provide lot information. The product had been stored according to specification in the bedroom. The meter memory was not reviewed for previous test result history.